Event description:
It was reported that the cuff of the trach tube didn't inflate properly. There was no patient involvement reported.

Manufacturer narrative:
One device was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Manufacturer narrative:
Other, other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated. DHR review was done, no issues related to the original complaint were found.